Manufacturer narrative:
Field service engineer (fse) verified proper operation of the injector per service manual. The fse did not report finding any malfunction of the injector. Injector returned to full service by the customer.

Event description:
On (B)(6) 2011: customer reports via phone that during an unk CT scan, on an (B)(6) female pt, an infiltration occurred. IV access site was left antecubital space with a 22 gauge angiocatheter. Contrast used was optiray 350 unk lot number. Injection protocol was 2cc/second. Customer reports that after injecting 65cc of contrast (customer states there was contrast in the aortic arch at that point) he noted slight swelling in the pt's left arm and stopped the injection. Injector reached 142 psi when it was stopped. Injector did not give any error codes during injection. Customer states a small amount of contrast was infiltrated however, exact amount is unk. Pt was treated with a cold compress and elevated arm. Customer reports the pt was sent to surgeon later in the day. No further info was made available.